Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced mesh extrusion, pelvic pain, dehiscence of the vaginal incision, tissue granulation and incontinence. A partial removal of the mesh and reclosure of the vaginal incision were performed.

Manufacturer narrative:
Coloplast has not provided any corroborating evidence to verify the info contained in this report.